Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012174000 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and side port were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip were intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with (B)(4) showed the pressure decay in the device was (B)(4) gauge (psig). The flushing test with (B)(4) showed the pressure decay in the device was (B)(4). The aspiration test with negative pressure of (B)(4) showed the pressure decay in the device was (B)(4). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no ap parent issue. In conclusion, the reported "air ingress during aspiration" issue was not observed/reproduced with the returned sheath. The reported "fc/dilator compatibility" issue was not observed/reproduced with the returned sheath and dilator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was replaced which resolved the issue. Additionally, the sheath could not lock into the dilator properly causing air when aspirating. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath could not lock into the dilator properly causing air when aspirating. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.